Event description:
After implantation of a vena cava filter, the physician noted that the filter was implanted upside down. A review of the manufacturing and quality control records by the MFR confirmed that the filter was properly loaded and oriented when provided to the hospital. Ten days following the procedure, the pt is doing well and has not suffered any ill effects from this event.